Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The patient reported that their infusion system was removed 3 months after it was put in because it didn't work and their body rejected it. The healthcare provider verified the removal date as (B)(6) 2018.